Event description:
A customer contacted beckman coulter inc (bec), and reported that a few drops leaked from the probe of their ac-t diff analyzer after getting probe position errors. The customer was wearing gloves, a gown, and goggles when the leak occurred and while troubleshooting and was not exposed to the leak. The issue occurred while attempting to run controls, patient samples were not affected.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer with cleaning the probe wipe and reports the probe no longer dripped after cleaning. The cts sent customer spare parts. Service was not dispatched for this event. Three (3) days after the reported event, the cts documented the customer had not called back and the call was closed. Per labeling, beckman coulter, inc urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak can be attributed to the probe wipe. (B)(4).